Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient was in the hospital and didn't think the reason had anything to do with the pump. It was unclear exactly when they went to the hospital. The patient initially said last night but then said they were in the hospital on monday. They initially stated they weren't sure if the pump was almost empty and their refill was scheduled for april to be filled by a home infusion nurse, but  then said they were supposed to have it done on monday. They stated they had been having symptoms for the past month. They have had diarrhea and blood in their stool, and so much pain that it feel like they were giving birth to a baby. They also stated they felt a vibration in their vagina. The patient also mentioned they had rods in their back. Patient services tried multiple times to clarify information but the patient struggled to provide clear information. The patient was unclear on who their healthcare provider was. They stated the hospital didn't seem to know anything about pumps so patient services recommended the patient have the hcp contact mdt directly.